Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues (cracked and unresponsive) was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer rolled onto the pump and as a result the touch screen became shattered and unresponsive. The customer's blood glucose (bg) was 50 mg/dl; reportedly, the cause was unknown. Food was consumed to address the low bg. Reportedly, customer reverted to manual injections for alternate insulin therapy.